Manufacturer narrative:
An event of stroke was reported after device implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported stroke appears to be related to the implant procedure. The reported hospitalization is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, an 27mm navitor vision valve was selected for an implant procedure. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed during once procedure due to being deployed too low. The final non-coronary cusp implant depth was 3mm. Post-procedure, it was noted that the patient suffer a stroke. The patient had a hanging mouth on the left side. On (B)(6) 2024, a computed tomography scan was performed and revealed a small infarct in the anterior mediastinal region. The patient was hospitalized, but no intervention was performed. There was no allegation of malfunction against the abbott device or procedure. The patient's stroke symptoms are ongoing and the patient remains hospitalized while awaiting rehabilitation. The cause of the patient's stroke is attributed the to implant procedure. The patient was stable at the time of report.

Manufacturer narrative:
An event of stroke, heart block, movement disorder, and dyspnea was reported after device implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported stroke appears to be related to the implant procedure. Causes for the reported heart block, movement disorder, and dyspnea could not be conclusively determined. The reported hospitalization and surgery are the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes added: h6 health effect: 4412, 1816, 4444, 4624.

Event description:
Subsequent to the previously filed reported, additional information was received that on 20 june 2025, the patient was hospitalized for a second-degree heart block with a dyspnea and dizziness on exertion. On (B)(6) 2025, the decision was made to implant a permanent pacemaker. No additional information was provided.